Event description:
A percutaneous coronary intervention was performed for a lesion in left circumflex (lcx) proximal. The lesion was 90% stenosed with severe tortuous. An intravascular ultrasound (ivus) catheter was used to image the lesion was the lesion was pre-dilated with a balloon. A stent was implanted into the lesion and confirmation with ivus catheter was attempted. The catheter had become caught on the stent and the image was lost. Upon removal of the ivus, some resistance was noted. The physician was able to remove the imaging catheter outside the patient's body. No patient injury was reported. Patient was reported to be in "good" condition.